Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The qc recovery was within the acceptable range. Therefore, there was no indication for a performance issue of the reagent or the instrument.

Manufacturer narrative:
The field service representative could not determine a cause. He performed an instrument inspection and replaced the probe tube. He ran performance testing with passing precision results. The customer calibrated and performed qc and had no other issues or occurrences.

Event description:
There was an allegation of a questionable troponin t gen5 stat result from the cobas e 411 rack analyzer. The initial result was 29.25 ng/l with a data flag and was reported outside of the laboratory. The patient was kept for one hour for a redraw sample which had a result of <6 ng/l with a data flag. Due to this discrepancy, the initial sample was repeated two times with a result of <6 ng/l with a data flag. The reagent lot number was 49088100 with an expiration date of 30-apr-2022.